Event description:
It was reported that post-op a laparoscopic adjustable band procedure during a routine fill/adjustment, clinician was unable to withdraw fluid. Fluid was added, but no fluid could be withdrawn. The pt was taken to surgery in 2009, and the surgeon found that the tubing was disconnected from the port, and tubing strain relief came off the connector, and was lost intra abdominally and was not located. The port was replaced. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 09/03/2009. Device was not returned for eval.